Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not fire. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition has been confirmed and attributed to the instrument's firing links. Component modification have been implemented in current production.